Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B) (6)2009. According to the complainant, during the procedure, after they snared a polyp, the physician wanted to clip the post polypectomy bleed. The tech was instructed to open the clip, and as she was opening the clip, the clip fell off. There was no concern with the clip passing naturally, but because it was convenient to do so, the clip was retrieved with a snare. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed off and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).